Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased counts to the sensing integrity counter (sic) due to premature ventricular contractions (pvc). The lead also demonstrated low sensing amplitudes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.